Event description:
An olympus sales representative reported that high frequency electrode cables flamed and broke into two pieces during procedures. The procedures were completed with different cables and there were no complications related to the occurrences. Two cables were returned to olympus for eval.